Event description:
It was reported that the 9800 system had missing images. Also, the 9900 system had a slow response time to recall images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced and software reloaded during the service call. The system was tested and found to be working as intended and put back into service.